Event description:
It was reported that review of the consult report found minute ventilation (mv) noise on the non-boston scientific right atrial (ra) channel that was not sensed. The episode captured about 6 seconds of noise below the programmed sensing floor, and it was noted that the impedance values ranged from 460 ohms to 570 ohms. Mv feature was programmed off to mitigate the issue from reoccurring. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).